Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was "doing fine after the surgery/replacement of the ins and the earlier burning sensation had not come up from the new ins."

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins passed functional testing, including the final functional test, connector block leakage test, and heat monitor test.¿ there was ¿no anomaly¿ found.

Event description:
It was reported the patient experienced a ¿burning sensation in the device pocket¿ when their stimulation was turned on. It was also reported ¿the patient experienced a burning sensation from the implantable neurostimulator (ins) in the device pocket when using stimulation.¿ the ¿burning sensation became very intense after about one hour of stimulation and thus the patient related this sensation directly to stimulation.¿ the patient also ¿experienced an elevated heat at the skin at the device pocket when using the ins¿ and ¿the pain was severe and had resulted in [the patient] not using the ins for stimulation.¿ it was restated that ¿the patient was not able to use therapy effectively due to the burning sensation that caused severe pain.¿ the patient also experienced ¿wound pain¿ at the time of report. Additionally the patient¿s ins was ¿chafing against the ribs.¿ the patient was noted to be able to ¿very clearly distinguish between the chafing pain against the ribs and the burning sensation/elevated heat caused by the stimulation.¿ it was ¿unknown if something had happened to the product.¿ impedance testing was performed and did not find any out of range values. Communication between the ins and both the physician and patient programmers was ¿functioning as expected¿ at the time of report. The patient¿s physician replaced the patient¿s ins and ¿moved the ins to a less chafing spot¿ 17 days after initial report. The replacement procedure reportedly ¿went well¿ and the patient was ¿satisfied so far¿ as of the day after the procedure. Additional information has been requested. A supplemental report will be filed if additional information is received.